Event description:
The lead was explanted due to a report of j retention wire fracture with protrusion through the outer polyurethane insulation. The distal electrode remains implanted. New information from the physician indicates a post op pericardial effusion was noted on echo cardiogram.